Event description:
It was reported that during a procedure on (B)(6) 2014 to treat a lesion in the circumflex (cx) coronary artery with heavy calcification and moderate tortuosity, pre-dilatation was performed. A 2.5x12 mm rx xience xpedition stent delivery system (sds) was advanced, resistance was felt when trying to cross the lesion and force was applied in an attempt to cross the lesion. The sds was not able to cross the lesion and was withdrawn from the patient anatomy when it was noted that the stent had dislodged in the cx. Reportedly, resistance was felt with the patient anatomy during withdrawal of the sds. Unsuccessful attempts were made to snare the dislodged stent. Some unspecified balloon catheters were used in attempt to retrieve the dislodged stent and deploy it in the target lesion but were unsuccessful. Finally, another unspecified balloon catheter was advanced alongside of the dislodged stent and inflated to crush the stent to the vessel wall. There was no adverse patient sequela; however, there was a clinically significant delay in the procedure due to the attempts made to try and retrieve the dislodged stent. The target lesion was left untreated and hospitalization was prolonged for patient monitoring. The patient is doing fine and was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The stent delivery system was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.